Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue. The customer's blood glucose (bg) level 600 mg/dl. Customer administered a manual injection to address bg.